Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device housing began to separate at a seam after being removed from its charger, and a replacement was arranged with instructions that the user would need to complete the initial learning steps again. Symptoms included a hypoglycemic episode with glucose below 70 mg/dl for a period that required ingestion of carbohydrates and was accompanied by low and urgent low alerts, without loss of consciousness, need for assistance, professional medical intervention, hospitalization, or other injuries. Outcomes included transient hypoglycemia that resolved with self-treatment and device replacement logistics. Investigation included complaint intake, image review of the separated seam, and coordination for device return. Investigation of the returned device revealed evidence of external case separation consistent with screen bezel or enclosure seam separation, without associated alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure separation attributable to device component failure or wear.